Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported noticing a bump on the lower back of spine area a couple weeks prior to report. The patient reportedly thought it was a pimple but it was examined by their spouse and stated it was the lead "bulging." It was clarified that the lead could be seen and felt but it was not through the skin - like a "raised bump."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.